Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not delivering". The customer declined to provide any additional information and declined follow up from tandem technical support. Pump is out of warranty.